Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert for high, out of range hv lead impedance. The lead was capped and replaced. The patient was doing well following the procedure.